Event description:
It was reported that high, out of range pacing impedance (>3000 ohms) was noted from the left ventricular (lv) lead. It was alleged the lv lead had fractured, resulting in the out of range impedance. The physician elected to surgically cap and abandon the lv lead to resolve the event. The patient was stable with no additional adverse consequences. The lv lead remains implanted, but capped and out of service.